Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. One image was received from the field appearing to show the device presenting cobra deformation. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. Information from the field indicated that a 7f delivery system was used and that there was no anatomical interference, or angulation or kink in the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was selected for an implant during the procedure, the occluder formed cobra phenomena. Device was removed from the patient prior to released from the delivery cable. No angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. Device was replaced with a new 9mm amplatzer septal occluder that was successfully implanted. The patient is stable,

Manufacturer narrative:
H6 type of investigation code 4114 was removed. An event of device deformation was reported. One image was received from the field appearing to show the device presenting cobra deformation. The device was returned to abbott for analysis and the investigation revealed no anomalies. Information from the field indicated that a 7f delivery system was used and that there was no anatomical interference, or angulation or kink in the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.